Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). During the call pt said they were on group b and asked if that was ok. Pss reviewed each pt's settings/programming are different. Pt then mentioned group a wasn't working, so pt switched to group b. When asked event date, pt did not remember. Pt mentioned pt is needing to contact rep about the issue, but did not allege the rep was made aware already. Additional information was received from the rep. It was reported that they checked implant and impedance is very inconsistent with 0-7 electrode. Depending on when he ran impedance it can range from 2-4 electrodes being out to all impedance is good. There is documentation thatelectrode #6 was out on dec. 19, 2019, he doesn't know who entered the data. Rep then ran impedance again with pt standing and he got 2,6,7 out of range. Rep then ran impedance with pt sitting and all impedance was 800-1300 ohms with electrode 1 greater than 40k ohms. Rep then ran impedance once more with pt still sitting and impedance changed again. Technical services and rep determined that impedance is not reliable and it's dependent on body position at this point. Rep to discuss with hcp on how to address impedance issue. Pt doesn't recall any accident/trauma, other than (unrelated) knee replacement surgery on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer stated that they can't use group a because it ¿shocks the daylights out of him¿. An x-ray and troubleshooting had been done.